Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during use. The patient was not connected at the time of the alarm. During troubleshooting it was found that the patient initiated therapy before connecting to the machine. The patient connected to the machine after the alarm. The technical service representative (tsr) explained the alarm and helped the home patient (hp) to clear the alarm by turning the hc off and on. The hc then alarmed with a system error 2367. The power was cycled again. The hc went back to press go to start. The hp would re-set up therapy with new supplies. The hp would call the registered nurse (rn) in the morning. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Per baxter labeling, users are instructed to properly connect to the machine before initiating therapy when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.